Event description:
It was reported that the customer received a compromised force sensor system alarm while or after filling his insulin pump. The customer's blood glucose was 88 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, and broken battery cap.